Manufacturer narrative:
The issue was solved by replacing the entire erc. Complaints database analysis revealed no similar event since unit installation in 2017 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. The root cause of the claimed issue was not determined. Based on the results of a similar complaints review and considering the aging of the unit, it cannot be excluded that a faulty electronic component led to the reported issue. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp (erc). The incident occurred in aventura, florida. Through follow-up communication with livanova field service representative in charge, it was learned that the customer replaced on its own the affected erc with a used one. In addition, since the customer has a preventive maintenance contract only in place with livanova, technical service request has been canceled, since the issue has been addressed by the perfusion department of the involved hospital. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) was defective during procedure. There was no patient injury.